Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. The needles did not present when deployment was attempted. Backdown of the needles was not successful fluoroscopy showed that two needles had presented outside the barrel and two inside the barrel. The pt was sent for surgical removal of the device.